Event description:
During a bankart repair procedure three anchors broke. The surgeon pre-drilled the insertion site and upon insertion of the anchors, they broke at the eyelet. All three anchors were left imbedded in the pt's bone. A delay of 35-45 minutes took place. The procedure was completed with additional twinfix anchors. The surgeon uses the ao-2 finger technqiue and is cognizant in maintaining axial alignment when inserting the anchors. No pt injury or complications were noted.